Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, from a previous sacrocolpopexy, 4cm was excised with full thickness vault erosion. Most of the mesh was still in the patient.